Event description:
It was reported that during a percutaneous coronary transluminal angioplasty procedure, balloon visibility issues were encountered. The 70% stenosed lesion was located in the moderately calcified and non-tortuous left anterior descending (lad) coronary artery. The physician advanced and placed the 15mm x 2.00mm apex monorail balloon catheter into the intended location using fluoroscopy. Using another manufacturer's inflation device, the maverick was inflated to 6atms, however, the physician could not see the balloon under fluoroscopy. The physician was unable to determine if the balloon had inflated. The physician removed the maverick outside of the patient and noted that the balloon was still inflated. The physician completed the procedure with another apex balloon catheter. No patient complications were listed and the patient's status was reported as 'stable'.

Event description:
It was previously reported: using another manufacturer's inflation device, the maverick was inflated to 6atms, however, the physician could not see the balloon under fluoroscopy. The physician was unable to determine if the balloon had inflated. The physician removed the maverick outside of the patient and noted that the balloon was still inflated. This is being corrected to: using another manufacturer's inflation device, the apex balloon was inflated to 6atms, however, the physician could not see the balloon under fluoroscopy. The physician was unable to determine if the balloon had inflated. The physician removed the apex outside of the patient and noted that the balloon was still inflated. It was further reported that the 15mm x 2mm apex monorail balloon catheter markerbands were visible while the balloon was inflated inside the patient. Also, the physician did not experience deflation issues during the procedure. The balloon was deflated when the physician withdrew the balloon from the lesion and outside of the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed a large buildup of solidified blood inside the balloon and inflation lumen. A microscopic examination of the balloon material did not reveal any tears or holes. The balloon catheter was attached to an inflation device and the balloon was inflated to its rated burst pressure, however, no leaks were noted. The markerbands were also examined and no issues were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
The previously noted maverick balloon has been corrected to reflect the apex monorail balloon catheter that was used during the procedure. (B)(4).

Event description:
It was previously reported: using another manufacturer's inflation device, the maverick was inflated to 6atms, however, the physician could not see the balloon under fluoroscopy. The physician was unable to determine if the balloon had inflated. The physician removed the maverick outside of the patient and noted that the balloon was still inflated. This is being corrected to: using another manufacturer's inflation device, the apex balloon was inflated to 6atms, however, the physician could not see the balloon under fluoroscopy. The physician was unable to determine if the balloon had inflated. The physician removed the apex outside of the patient and noted that the balloon was still inflated. It was further reported that the 15mm x 2mm apex monorail balloon catheter markerbands were visible while the balloon was inflated inside the patient. Also, the physician did not experience deflation issues during the procedure. The balloon was deflated when the physician withdrew the balloon from the lesion and outside of the patient.